Event description:
Customer stated that head hilo of bed wouldn't raise up. Determined that head hilo down valve guide was sticking. Replaced head hilo down hydraulic valve assembly. Tested bed, worked correctly. No incident or injury reported.